Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 800 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists erosion and infection as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had an urethral injury on an unrelated surgery that lead to erosion and infection with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed. It was indicated that the explanted aus worked correctly. Following the removal, the patient remained incontinent. Some time later, a reimplant surgery was performed in which a new aus system was implanted. The new device was working correctly following the intervention.